Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02986 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat ii foot switch were used during a procedure (date performed and type unknown). According to the complainant, the irrigation pump circulated fluid much slower than was desired; however, the procedure was completed with the same endostat ii electrosurgical unit and foot switch. A manual irrigation method was employed instead. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found it to be in good physical condition, and both pedals functioned properly during mechanical evaluation. During electrical testing, however, it was found that the pump motor on the console was not functioning, thus preventing irrigation. The motor was replaced, after which the unit functioned properly. No issues were found with the foot switch. The complaint that the "pump is failing" was confirmed; the console pump motor was found defective and was replaced. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number. The console pump motor was found to be defective, but no issues were found with the foot switch. Since the problematic system component was confirmed to be the console, this is no longer considered an MDR-reportable event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02986 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat ii foot switch were used during a procedure (date performed and type unknown). According to the complainant, the irrigation pump circulated fluid much slower than was desired; however, the procedure was completed with the same endostat ii electrosurgical unit and foot switch. A manual irrigation method was employed instead. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02986 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat ii foot switch were used during a procedure (date performed and type unknown). According to the complainant, the irrigation pump circulated fluid much slower than was desired; however, the procedure was completed with the same endostat ii electrosurgical unit and foot switch. A manual irrigation method was employed instead. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.